Event description:
Caller reported compact plus system blood glucose results of 4 mmol/l and 7 mmol/l " within seconds ". Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).